Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered for investigation.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. The patient's daughter reported that the lifevest alarmed and delivered a treatment and the patient subsequently expired. Ems was called but the patient had already passed away. Available device download data shows that the lifevest was worn by the patient up to approximately 1:00 am on (B)(6) 2018. No further device download data has been able to be retrieved at this time. Zoll has been unable to confirm whether the lifevest delivered a treatment during the event. This event is being reported out of an abundance of cuation. A supplemental report will be submitted upon receipt of additional data.

Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered for investigation.

Event description:
Follow-up report: additional information - 03/26/2019 a device download was received. The download revealed that the patient was treated twice during the event. The lifevest properly detected vt (170 bpm) beginning at 17:30:51. The response buttons were pressed during the arrhythmia, indicating that the patient was still conscious at that time. The rate of vt then fell to 100 bpm, which was below the physician prescribed rate threshold. The patient then degraded to asystole. The lifevest delivered two treatments during asystole. Oversensing contributed to the false detections. The patient remained in asystole until the lifevest electrode belt was disconnected at 17:44:33. A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. The patient's daughter reported that the lifevest alarmed and delivered a treatment and the patient subsequently expired. Ems was called but the patient had already passed away. Available device download data shows that the lifevest was worn by the patient up to approximately 1:00 am on (B)(6) 2018. No further device download data has been able to be retrieved at this time. Zoll has been unable to confirm whether the lifevest delivered a treatment during the event. This event is being reported out of an abundance of caution. A supplemental report will be submitted upon receipt of additional data.